Event description:
Info was received from france that during a refractive surgery, a pt had a perforation of the cornea and the iris. The cornea and the iris were surgically repaired during the same surgery the same day. The vigilance report to the french ministry of health stated the microkeratome head was not assembled properly. The user faciity stated that since the unit had just been serviced and was working well prior to the event and since the user facility determined the event to be associated with user error (improper assembly of the unit), the microkeratome was not returned to the MFR for eval.